Manufacturer narrative:
Mml complaint reference number (B)(4).

Event description:
It was reported that the patient received a revision surgery to replace the right lead. The patient was unable to run therapy on the right electrode. The revision surgery was successful, with no patient harm or injury reports. The surgeon identified and confirmed that the right lead was dislocated based on the images taken by the surgeon.

Event description:
It was reported that the patient received a revision surgery to replace the right lead. The patient was unable to run therapy on the right electrode. The revision surgery was successful, with no patient harm or injury reports. The surgeon identified and confirmed that the right lead was dislocated based on the images taken by the surgeon.

Manufacturer narrative:
Mml complaint reference number (B)(4). A review of the post-initial implant procedure images and pre-revision surgery images by the reactiv8 subject matter experts confirmed that the surgeon placed the lead sub-optimally. The surgeon was advised and retrained on the proper placement of the lead.